Event description:
The customer reported that the system went off four times during a procedure. The sys was arcing and shutting down. There is no report of pt injury associated with this event.

Manufacturer narrative:
A ge svc rep performed an onsite investigation. The x-ray tube was replaced. The system was then found to be operating as intended.